Event description:
A patient was presented to the emergency department with multiple injuries to his right lower extremity following a motorcycle accident. The patient was taken to the operating room and then the post anesthesia recovery unit (pacu). During the surgical procedure, a rapid infusion catheter was inserted into the patient's right arm and discontinued when the surgery was completed. Upon admission to the pacu, the patient was noted to have a left subclavian triple lumen catheter, left radial arterial line, left forearm intravenous line (IV), and a 16 gauge catheter in his right arm at the antecubital space. He remained in the pacu for approximately six hours and then was transferred to the step-down unit. While the patient was in the pacu, a chest x-ray was taken; results showed a wire projecting over the patient's right arm. Upon further investigation, it was determined that the wire appeared to represent a retained guidewire. The patient was taken to interventional radiology where the retained guidewire was removed. The guidewire was 33 cm in length and 0.64 mm in diameter. The patient did not develop any complications as a result of the retained guidewire. Upon inspection of the guidewire, it was noted that there are no loops or fluorescent plastic tabs on one end to act as a barrier to prevent the wire from slipping into a vein (or artery).